Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Knife advanced into anvil. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What color cartridge was being used in all devices? Was buttressing material utilized? If so, which product? The analysis found that the device was returned in good visual condition and without a cartridge reload present. During inspection, the device was unable to be closed since the knife was too far forward when the jaws were closed. The knife then blocked the anvil from closing. It is not known at this time why the knife was too far forward when the jaws were closed. The knife was manually returned to the home position and the device was tested for functionality with a test reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. While no conclusion could be reached as to may have caused the knife to advance, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the device fired four times and then blocked. After removing the second device from the packaging it was not possible to close the device. The third device was impossible to fire - reload in the device. Unknown how case was completed. There were no adverse consequences for the patient.